Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage; scratches on distal edge; cracked light guide cover glass; cracks on side of video connector; and light transmission failure. Based on the results of the investigation, it is likely that the following led to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video laparoscope's image intermittently appears and disappears. There were no reports of patient harm.

Event description:
It was reported that the video laparoscope's image intermittently appears and disappears. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.